Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter facility name: (B)(6) hospital. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during the use of the bd phaseal¿ system there was an issue with leakage.

Manufacturer narrative:
Medical device catalog #: 515003.

Event description:
It was reported that during the use of the bd phaseal¿ system there was an issue with leakage.

Manufacturer narrative:
H.6. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. The tests performed during the manufacturing process to avoid faulty parts are listed below: during molding process (according ph-300 current version): visual inspections for injector parts (cylinder, needle housing, safety sleeve, piston and membrane) are performed by the operator to avoid faulty parts (flashes, unfilled and burned parts, etc). -critical to quality dimensions of all injector components are measured to check if the dimensions are within tolerance. Assembly process: (according to ph-301 current version) the following visual inspections are performed by the operator: safety sleeve must be connected and should be turning with the cylinder and piston. The functionality of the grips is verified. Verify the correct welding of the membrane, color and aspect. Cylinder assembly. Piston must be fixed by the safety sleeve. Needle housing should rotate clockwise and tip of the cannula must be observed. Cannula length (with a caliper gauge). Functionality and piston welding test: quality and functionality of the membrane is verified after be welding and punctured by the cannula. Leakage test is performed according to pc-224 to ensure the quality of the membranes. There is no pictures/samples/lot available for the investigation. Without this information, DHR and retained samples cannot be checked to investigate further.

Event description:
It was reported that during the use of the bd phaseal¿ system there was an issue with leakage.